Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim and faded. The patient stated that there was no trauma or moisture ingress to the pump. The patient confirmed that battery change or contrast reset to maximum setting did not resolve the display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings:visual inspection of the pump found some cosmetic damages. On investigation the pump powered up and a dim and discolored verify screen was observed. No other defects were observed.